Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a change sensor alarm consecutive times during normal use for the customer. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the sensor will be replaced and returned for analysis.